Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings: chapter 4 / page 56; warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment. Device use at time of event: treatment. A reportable malfunction (dislodged cannula with high bgs) has been reported, therefore, an MDR will be filed.

Event description:
It was reported while a patient was wearing a pod between 4 and 24 hours their blood glucose level reached over 250 mg/dl. Upon removal of the pod from the infusion site it was noticed that the cannula was bent. As treatment, the patient will be giving a self administered bolus and replacing the pod.